Manufacturer narrative:
An event of heart block, valve migration, paravalvular leak, and valve underexpansion was reported. Information from field indicated that there was a large amount of calcification on all 3 cusps, significantly bulky calcification near the nadir leaflet on the non-coronary cusp side, the device had a final placement depth of minus 2 mm from the non-coronary cusp (ncc) and 0-1 mm from the left coronary cusp, there were no deployment or retraction difficulties, there was anatomical or tissue/calcium interference affecting expansion, the valve appears to be correctly sized based on provided dimensions, and the aortic ventricular angle was approximately 57-62 degrees. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported event could not be conclusively determined.

Event description:
It was reported that on 20 september 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was a large amount of calcification on all three native cusps and significant bulky calcification near the nadir leaflet on the non-coronary cusp (ncc) side. The patient had a horizontal aorta. It was reported the patient's aortic ventricular (av) angle was scaled 57 degrees by the physician and 62 degrees by an abbott representative. There was no difficulty with gaining access. On first deployment of the valve, the valve depth was 4mm. There was no blockage, and there was dilatation failure on the ncc side. However, the depth of the valve was maintained. The non-uniform expansion (nue) was not noticeable. After confirming that the valve was maintaining coaxial and slowly deploying the valve, the valve was attempted to be released when a complete atrioventricular block (cavb) occurred. The valve was re-sheathed, and the second deployment was about 2mm at the ncc and 2.5-3.0mm at the left coronary cusp (lcc). The nue was still noted, but the cavb resolved via pacing. The entire circumference of the valve was examined, and the average depth was shallow at 2mm. The valve was believed to be firmly within the calcification. The valve was released, and the expansion speed was fast with three tabs expanding at once. There was no report of any deployment or retraction difficulties. The valve then migrated between the ncc and the right coronary cusp (rcc) to a depth of (-)1mm and on the bulky nadir calcification. There was no change in hemodynamics during migration. There was a mild to moderate perivalvular leak (pvl) present, and the valve had a flat shape on the ncc side. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The struts of the valve expanded slightly but still flat. The depth of the valve was minus 2mm at the ncc and 0-1mm at the lcc. Between the ncc and the lcc, the strut was placed at the same level as the basal ring. Between the rcc and the ncc, the strut was fixed at the tip of the valve leaflet, approximately 2mm depth from the tip of the rcc leaflet. The pvl was still mild to moderate with no significant change from prior. The mean pressure gradient was reported at 20mmhg. The blood pressure was 112/55mmhg at the time of discharge, and the diastolic pressure was in the 40-50 range. The patient was hospitalized for two weeks to evaluate the pvl. No treatment was reported. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was a large amount of calcification on all three native cusps and significant bulky calcification near the nadir leaflet on the non-coronary cusp (ncc) side. The patient had a horizontal aorta. It was reported the patient's aortic ventricular (av) angle was scaled 57 degrees by the physician and 62 degrees by an abbott representative. There was no difficulty with gaining access. On first deployment of the valve, the valve depth was 4mm. There was no blockage, and there was dilatation failure on the ncc side. However, the depth of the valve was maintained. The non-uniform expansion (nue) was not noticeable. After confirming that the valve was maintaining coaxial and slowly deploying the valve, the valve was attempted to be released when a complete atrioventricular block (cavb) occurred. The valve was re-sheathed, and the second deployment was about 2mm at the ncc and 2.5-3.0mm at the left coronary cusp (lcc). The nue was still noted, but the cavb resolved via pacing. The entire circumference of the valve was examined, and the average depth was shallow at 2mm. The valve was believed to be firmly within the calcification. The valve was released, and the expansion speed was fast with three tabs expanding at once. There was no report of any deployment or retraction difficulties. The valve then migrated between the ncc and the right coronary cusp (rcc) to a depth of (-)1mm and on the bulky nadir calcification. There was no change in hemodynamics during migration. There was a mild to moderate perivalvular leak (pvl) present, and the valve had a flat shape on the ncc side. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The struts of the valve expanded slightly but still flat. The depth of the valve was minus 2mm at the ncc and 0-1mm at the lcc. Between the ncc and the lcc, the strut was placed at the same level as the basal ring. Between the rcc and the ncc, the strut was fixed at the tip of the valve leaflet, approximately 2mm depth from the tip of the rcc leaflet. The pvl was still mild to moderate with no significant change from prior. The mean pressure gradient was reported at 20mmhg. The blood pressure was 112/55mmhg at the time of discharge, and the diastolic pressure was in the 40-50 range. The patient was hospitalized for two weeks, not to monitor rhythm but to evaluate the pvl and "fix the valve", however no treatment was reported. The patient was reported as stable.